Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ asked but not available. If explanted; give date: n/a (not applicable). The lens remains implanted. Device evaluated by MFR: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) did not go so smooth and was left with what appeared to be crack at the haptic-optic junction edge. The lens was implanted into patient's operative eye and appeared to be fine. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 2, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. No iol was received as part of this return therefore, no evaluation of the lens could be performed. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced and with the inside of the cartridge coated in viscoelastic residue. The handpiece was disassembled and the assembly was inspected, no assembly issues that could contribute to difficulty of use were identified. The reported complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.